Manufacturer narrative:
The cartridge blood line product involve in this incident was discarded and the lot number is unk; therefore, an investigation could not be performed.

Event description:
(B)(4).